Event description:
The customer's attorney reported the customer was using the insulin pump when she was unable to keep her blood glucose under control and received emergency healthcare at a hospital. The customer's diagnosis was hyperglycemia. The insulin pump will not be returning for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.